Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. A 10ml plastipak syringe was shown in the photos. The syringe had customer¿s blue tip cap attached and was half-filled with clear medication. A white spot on top of and near the center of the stopper was observed to be present in the fluid path. The precise size and type of fm could not be identified from the photos. Potential root cause for the foreign matter defect could not be determined based on the evidence provided. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: during the preparation of a vinblastine syringe, in a chemotherapy reconstitution unit, a white deposit is observed on the plunger of the syringe. The vinblastine taken with the syringe was well dissolved and in spite of repeated shaking the white spot remains fixed on the plunger. This white deposit looks like a bacterial colony. The user did not notice the white spot before adding the product to the syringe but this white deposit should have been present in the syringe before its use. I confirm that we do not have information about the lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 10ml syringe luer-lok¿ tip experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: during the preparation of a vinblastine syringe, in a chemotherapy reconstitution unit, a white deposit is observed on the plunger of the syringe. The vinblastine taken with the syringe was well dissolved and in spite of repeated shaking the white spot remains fixed on the plunger. This white deposit looks like a bacterial colony. The user did not notice the white spot before adding the product to the syringe but this white deposit should have been present in the syringe before its use. I confirm that we do not have information about the lot number.